Manufacturer narrative:
Estimated age. The patient weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 1 year, 10 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist system (lvas) on (B)(6) 2016. It was reported that the patient presented to the emergency department (ed) on (B)(6) 2018 with dark tarry stools and progressive fatigue. At the time of the event, the patient¿s anticoagulation regimen included aspirin. The patient reported having dark stools for past three days. During ed visit, hemoglobin measured 8.9 g/dl, which was down from 12.9 g/dl on (B)(6) 2018. On (B)(6) 2018, a rectum exam was positive for dark black stool. The patient was admitted to the hospital for evaluation of a gastrointestinal bleed. On (B)(6) 2018, patient underwent esophagogastroduodenoscopy (eg), colonoscopy, and video capsule endoscopy and there was no bleeding source identified. Anticoagulation was resumed and hemoglobin and hematocrit remained stable without further signs of bleeding. The patient was discharged on (B)(6) 2018 with a hemoglobin of 8.4 g/dl and inr 2.4. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.